Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd896118 and gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The peritonitis was manifested by nausea and vomiting. Treatment information was not reported. The patient was eventually discharged from the hospital. It was unknown if the patient had recovered from the peritonitis. No additional information is available at this time. This is report 2 of 3 involved in this event.